Event description:
The customer stated that she tested her glucose and received a reading of 248 mg/dl using her contour meter. She retested using another meter and received a reading of 103 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot without assistance. She stated she would have her daughter call to finish troubleshooting. No product will be returned at this time.